Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gonadal vein using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, the physician implanted pod pcs in the target vessel using the lantern. Subsequently, the physician performed a power injection and noticed that a pod pc became dislodged from the gonadal vein and migrated into the renal vein. The physician then used a snare device to remove the pod pc. The procedure was completed using two other coils. There was no report of an adverse effect to the patient.